Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during prime. The customer's blood glucose level was 2.2 mmol/l. The customer treated with juice. The customer completed troubleshooting and found that the alarm may have been caused by a set/reservoir occlusion. The customer was informed that the insulin pump was working as designed. Nothing was replaced or returned for analysis.